Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "rupture of breast implants, silicones in the lymph nodes and pain in left armpit."

Event description:
Patient representative reported "rupture of breast implants, silicones in the lymph nodes and pain in left armpit". This record is for the left side. Device has been explanted.